Manufacturer narrative:
Reference record (B)(4).

Event description:
Refer to h10.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Perforation is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2019 the duodopa therapy was stopped due to a stomach perforation and partial resection of the stomach. The peg and j-tubes were removed. The patient was in the titration phase at the beginning of duodopa therapy.